Event description:
Date notified: (B)(6) 2010. A model 308 aspirator (s/n unk) failed to operate. An inspection of the device revealed a battery pack terminal was disconnected. The terminal was recrimped and reconnected to the battery pack, the device was tested to specs and returned to the customer. No pt was involved at the time of the device failure.